Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated recurrent prolapse; exposed mesh erosion anteriorly 1 cm along suture line.